Event description:
Two stryker arthroscopic shaver blades were noted to not be suctioning properly, even after taking them apart to be cleaned. A new shaver blade was used without incident. It is unknown if it was of the same or different lot number.====================== manufacturer response for stryker arthroscopic shaver blades, arthroscopic shaver blades (per site reporter).====================== none at this time.====================== manufacturer response for stryker arthroscopic shaver blades, arthroscopic shaver blades (per site reporter).====================== none at this time.